Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The caller contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc), during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) check the lines and bags and found that the unused supply line clamp was open. The hp cycled power to clear the 2240 and the hc alarmed 2367 while ending therapy. The tsr had the hp disconnect using aseptic techniques and removed the cassette. The hp was to notify the peritoneal dialysis registered nurse about missed therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.